Event description:
It was reported a balloon ruptured at twelve atmospheres during a renal artery stent placement procedure. Following balloon rupture, it was noted the balloon material detached from the catheter shaft and remained in the pt. Percutaneous attempts to retrieve the balloon were unsuccessful. A renal bypass with retrieval of the balloon material followed. The pt's condition is stable. The device has not been returned by the user facility. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details regarding the circumstances surrounding the event, co cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."